Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 255 mg/dl at the time of incident. The customer's spouse stated that the drive support cap was sticking out. The customer's spouse stated that the insulin pump was neither dropped nor bumped prior to the issue. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify other alarms due to the motor error alarms. The pump was received with a cracked case at the display window corners, a cracked display window, cracked reservoir tube window corners, cracked battery tube threads, minor scratches on the lcd window, and a broken belt clip slot.